Manufacturer narrative:
(B)(4). Concomitant product(s):- anatomic generic stem p/n unknown l/n unknown; anatomic generic cup p/n unknown l/n unknown; unknown head p/n unknown l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-01261, 0001825034-2017-01249, 0001825034-2017-03739, 0001825034-2017-03738. The device was not returned for analysis. Reported event was unable to be confirmed as part number/lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised due to infection. The stem and cup were removed. Attempts to obtain additional information have been made; however, no more is available.